Manufacturer narrative:
The customer-reported issue of the system malfunction alarm is reported under MFR report # 3003761017-2019-00194. The customer-reported single compressor malfunction alarm was confirmed upon review of the driver's alarm history and was able to be reproduced during investigation testing. The root cause of the single compressor malfunction alarm was determined to be a malfunction of the left compressor which was unable to maintain adequate tank pressure. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a compressor malfunction alarm and a system malfunction alarm while supporting a patient. The customer also reported that these alarms occurred during initial patient support, when no wall air was being used. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact. The customer also reported that the companion 2 driver did not initially pass checkout prior to patient use. Then after several attempts, the driver did pass and was used on the implanted patient.